Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, low defibrillation impedance alert was observed on the right ventricular lead. The alert was generated when an emergency shock button was used while in the hospital at an earlier event. A shock from the device was believed to be aborted because of the low impedance. The defibrillation testing failed due to low out of range hv lead impedance. The lead was capped on (B)(6) 2019 and replaced. The patient was stable following the procedure.